Manufacturer narrative:
Results: there was no observable damage to the penumbra smart coil detachment handle (handle) and the nose cone tabs were intact. The nose cone had become unattached from the rest of the handle. Conclusions: evaluation of the returned handle revealed that the nose cone had become unattached from the rest of the handle. This reportedly occurred during removal from the packaging and was likely due to mishandling. There was no structural damage to the handle and the nose cone tabs were intact. After reattaching the nose cone, the handle functioned as intended and within specification. Penumbra handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing the penumbra smart coil detachment handle (handle) for a coil embolization procedure, the physician noticed that the tip of the handle was fractured upon removal from the packaging. It was reported that the grip and the tip of the handle were separated into two parts. The damaged handle was found prior to use in the patient and therefore, was not used in the procedure. The procedure was completed using a new handle.